Manufacturer narrative:
A field service engineer performed a functional test on site and the system passed the test per the service manual. The system is in the process of being returned for further investigation. A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusions can be drawn.

Event description:
A physician reported a possible perfusion complication post abdominal liposuction. It was also reported the system was over powering. A photo of the patient was reviewed. The photo indicates a burn. Bruising and erythema is also visible on the lower abdomen. It is unclear when the injury occurred post procedure and whether the patient had other procedures before and after this procedure. Additional information was requested but has not been received.

Manufacturer narrative:
Field service performed functional testing at customer site and system passed functional test per service manual. It was recommended additional testing be performed since customer believed overpower of amplifier caused event, but customer has not responded to multiple follow up attempts. Vaserlipo system risk assessment, lists patient burns as a possible harm to patient if insufficient wetting solution is applied as wetting solution buffers rise in temperature. A review of the manufacturing records showed all requirements were met. Field service performed functional testing at customer site and system passed functional test per service manual. No further information is available, and the physician did not provide further detail of the event. Based on the available information, no causal factor can be determined, and no conclusion can be drawn.